Event description:
This is a spontaneous case report received from a female consumer of unspecified age in (B)(6) on 19-aug-2016 who had essure (fallopian tube occlusion insert) inserted. Additional information was received on 22-aug-2016. Consumer thinks since getting the essure implants she has developed lupus and has never had any history of any skin disorder and can no longer have penicillin. She is currently on the waiting list to have essure removed. She says that it was the only thing that was new at the time. During that same time whenever she took nsaids she would break out into blisters. She saw her local gp but never thought to mention essure. It only just clicked to her recently that she had the essure implanted before those happenings. She has gotten her vaginal ultrasound but did not have a check up with the gynecologist. Consumer explained that she experienced itchiness on her wrist a month after having essure inserted. It became a red sore spot and started to blister like a burn. A couple of days later it healed. She later started amoxil and ibuprofen for a cough she developed and the rash came back. She also got one on her chest and lower back. They are the size of a 20c piece. More are appearing. The doctor has referred her to the rheumatologist and she is on the waiting list for removal of the essure. She is usually a healthy person with no known allergies. Follow up information received on 29-sep-2016: quality-safety evaluation of product technical complaint (ptc) this adverse event report is related to a ptc and the bayer (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up from 16-nov-2016: no further information is expected. Follow-up received on 22-nov-2016: information received from consumer states that she had essure implanted on (B)(6) 2015 as she was having a letz procedure done at the same time and, approximately (B)(6), her left inner wrist had started to itch and a small mark (no bigger than a 5 cent coin) on her upper right chest. She thought she had been bitten by an insect as later on during the day they had both blistered up like a burn. She has also another mark on her left side on her back hip height. It didn't click that it was essure. She knows that this is from the essure as it is the only new thing she has done in her life. Now she cannot take any sort of penicillin or any sort of anti-inflammatory because these wreak havoc with her spots. They are also bigger now; her wrist is about the size of a 50 cent piece, her chest is the same and more are appearing each time. Consumer informed that they also have left scars and states that she will never recover from these until these devices are out of her system. According to reporter, blood work shows some sort of inflammatory problem and she knows for a fact that it is the pet fibers in essure. In her opinion, they are ruining her immune system. Because that is what they were meant to do but she did not think it would be like this. She is now scheduled to have a hysterectomy and is on the waiting list. According to her, these things have destroyed her confidence because people are always asking about her spots. She cannot tell the batch number or anything like that, but she does know that hospital is apparently not doing essure anymore. Device similar incident listing the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 22-nov-2016 for the following meddra preferred term: rash vesicular: the analysis in the global safety database revealed no case. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this non-medically confirmed spontaneous case refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and since getting the essure implants she has developed lupus and has never had any history of any skin disorder. She also experienced itchiness on her wrist, red sore spot that started to blister like a burn / itchiness on her left wrist (blistered up like a burn) (seen as rash vesicular). A hysterectomy is scheduled. Lupus erythematosus is unanticipated in the reference safety information for essure, whereas rash vesicular is anticipated. Considering that essure has only a localized mechanical action in fallopian tubes and considering that lupus erythematosus is an autoimmune disorder, a causal relationship with essure is unlikely. With regards to the other event, use of antibiotics and nsaid (nonsteroidal anti-inflammatory drug) could alternatively explain the occurrence of rash vesicular. However, as she never experienced this event prior to essure insertion, a causal relationship with essure cannot be totally excluded. This case was upgraded to incident because a surgical intervention will be required. According to product technical complaint analysis, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No further information is expected.